Event description:
The complainant stated that the left intermediate siderail cover is missing which has allowed material to build up inside the siderail center arm, parenting the siderail from latching.

Manufacturer narrative:
Repairs have not been completed. A follow-up report will be sent once the customer discloses their investigation.